Event description:
It was reported that before implant procedure and upon interrogation this pacemaker was found to be in safety mode. The device was not attempted to implant and will be sent back for analysis. No patient was involved.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that before implant procedure and upon interrogation this pacemaker was found to be in safety mode. The device was not attempted to implant and will be sent back for analysis. No patient was involved.